Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked batch#: 4278835 and an unknown batch. It was reported by the customer that leaking at the back of the plunger. Verbatim: (B)(6). Rcc received a complaint via phone. Pir attached. Leaking at the back of the plunger. 309605 lot 4222762 total of 18, 305617 lot 4278835 total 17, 309680 lot 1242178 total 4, xxxx. Has samples available for investigation please send package the syringes has medication in them.